Event description:
Customer called to report having an alarm while bolusing to treat high bgs. Troubleshooting was performed. The alarm did not occur during troubleshooting and no insulin exited. It was stated that the set was checked and the tubing seemed to be broken or cracked where it attached to the luer connector.